Manufacturer narrative:
This MDR is for a similar product sold in the us. The device is not available for evaluation. Lot number not provided, so a DHR cannot be performed. Root cause was unable to be determined. Hollister will continue to monitor for this type of issue in our post-market surveillance system.

Event description:
It was reported that the end user who was using the hollister modermaflex soft convex ceraplus one-piece ostomy pouch developed skin irritation and saw a dermatologist. It was reported that steroids were prescribed and the skin condition was reported to be "improved".